Manufacturer narrative:
The patient reported receiving the treatment from a (B)(6) at a (B)(6). There is no (B)(6) in the realself or miramar labs' databases. There were no further postings by the patient on realself.

Event description:
Patient reported on social media (realself) "my underarms were so swollen and are still extremely tender almost 4 months later. The worst part... I've developed cyst in my arm pits that hurt to the touch and now have to get surgery to remove them."